Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation determined the reported device expiration issue appears to be related to the use error. A review of the rx graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 23-may-2023 with an expiration date (use by date) of 30-april-2025. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2026. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: note the product ¿use by¿ (expiration) date specified on the package. It is likely the IFU deviation of device expiration issue (use after expiration) contributed to the event. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6 medical device problem code: 2017 - use after expiration.

Event description:
It was reported that the procedure was to treat a rupture [perforation] in the left main coronary artery. The 2.8x16mm graftmaster stent was implanted without issue; however, the stent was noted to be expired. There was no adverse patient effect and no clinically significant delay reported due to the implantation of the graftmaster stent. No additional information was provided.